Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the patient's respiratory condition worsened to below 80 percent oxygen saturation when treatment was initiated. Bronchial spasms were suspected. It was noted that prior to treatment, a proton pump inhibitor (ppi), a sedative, and local anesthetic were administered to the patient. Suctioning and raising the lower jaw did not improve the oxygen saturation; however, the oxygen saturation did improve over time. It was surmised that there was a relationship with the ppi. It was also noted that the condition worsened again when pulses were delivered following initial symptom improvement. The case was switched to and completed with radiofrequency. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: updated ime coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure during the ablations in the right superior pulmonary vein (rspv), it was observed there was poor forced breathing and air flow during each ablation. There was a reduction in saturation (sat) to 70% due to transient airway obstruction which was confirmed with reproducibility for each ablation.

Manufacturer narrative:
Referenced article: a case of recurrent transient upper airway disturbance during pulsed field ablation. Journal of cardiovascular e lectrophysiology. 2025; 1¿4. Doi.org/10.1111/jce.16675 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later noted that the patient's hospitalization was not extended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that a year later, atrial fibrillation reoccurred which was confirmed by electrocardiogram.